Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4).

Event description:
On an unknown date and year, this patient underwent endovascular treatment and was implanted with endurant stent graft system. On (B)(6) 2020, the patient endovascular re-intervention for treatment of a distal type I endoleak and was implanted with gore® viabahn® vbx balloon expandable endoprostheses, gore® excluder® iliac branch endoprosthesis and a gore® excluder® contralateral leg component. Gore® dryseal flex introducer sheaths where used for advancement and delivery of the devices. Post deployment of the iliac branch component within the left common iliac artery (lcia), the left internal iliac artery (liia) was cannulated with a guidewire. A gore® viabahn® vbx balloon expandable endoprosthesis was then advanced via the introducer sheath, however the gore® viabahn® vbx balloon expandable endoprosthesis got stuck in the proximal end of the iliac branch component and was unable to be advanced to the intended location. The physician pushed the device with strong force causing the shaft of the gore® viabahn® vbx balloon expandable endoprosthesis to kink. The physician chose to remove the sheath and kinked device from the patient and replace it with another device. A second gore® viabahn® vbx balloon expandable endoprosthesis was then advanced into the sheath but it got stuck within the leading end of the sheath. When attempting to remove the stuck device from the sheath it became dislodged and broke off the delivery catheter inside the sheath. The physician withdrew the device and delivery catheter in tandem with the sheath from the patient. As the internal iliac gate of the iliac branch component appeared compressed, treatment of the internal iliac artery was concluded. A contralateral leg component was implanted within the lcia within the iliac branch component and intentionally covering the liia. The patient tolerated the procedure. Tortuosity and small iliac artery diameters ranging from 5mm ¿ 6.5mm were thought to have contributed to the advancement difficulties and compression of the gate of the iia gate.